Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient, in her 50s or 60s, underwent an ablation procedure for right atrial tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a heart block av. During ablation, a complete heart block was confirmed via intracardiac electrograms and 12-lead electrocardiogram. There were no interventions. Patient will be re-evaluated for a possible pacemaker if the conduction system does not spontaneously recover. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition, as they had an atrial septal defect (asd) closure as a child. Physician indicated that the patient¿s conduction system may be atypical, as the ablation lesions were in a different location than usual.